Event description:
It was reported that a flogard infusion pump had a door that would not close. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced and the sample was visually inspected and functionally tested. The reported condition of a door not being able to close was confirmed. The root cause of the reported condition is a damaged door. To correct the issue the door assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.